Event description:
A 6f angio-seal vip was deployed following a diagnostic heart catheterization, and the pt was discharged the same day. At home, the following morning while ambulating, the pt fell a pop at the puncture site. Bleeding was observed and the pt returned to the emergency room of another hospital. The pt was stabilized and reported to be ok following treatment.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined.